Event description:
Two (2) days after a CABG, pt complained that her left normal saline breast implant had ruptured. Pt complained of severe neck pains, left shoulder and arm due to saline. Also complained of burning left clavicle and neck. States due to saline from breast implant.